Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The occlusion and excessive no delivery alarm tests could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred after priming. Blood glucose level was 146 mg/dl at the time of the call. No further information was provided.